Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed no evidence of power on resets. There was no damage to the returned battery cap or battery compartment. The battery cap secured tightly to the pump with no yellow o-ring visible. The battery cap measurements were found to meet specification. No battery cap connection defects were observed. The pump was exercised for 24 hours with the battery cap; no power issues were noted. The pump cover was removed; no intermittent connections or loose components were noted. No evidence of moisture contamination was noted inside the pump. The reported power issue was found in pump history but was not duplicated during investigation. Unrelated to the complaint, the display screen was found to be discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was rebooting without user intervention. The reporter attempted to multiple new battery but the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.